Event description:
Leak in non-coring needle tubing in port. Blood backed up in tubing, saturating pt's right shoulder/gown. Pt cleaned up - no injury. Pt was able to be reaccessed with no issues. Ref MFR report: 3006260740-2019-00509.